Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4) additional information added in section a2, a3a. Qa made additional attempts to contact the customer for status of product return on (B)(6) and (B)(6) 2023. On dec. 29 customer confirmed ln and part is available for return. No part returned to date. Completed customer complaint questionnaire that was returned stated, no delay in surgery, no medical intervention required. No related capas. Further investigation to be carried out.

Event description:
Part nt821707, drainage kit, lumbar - spinal catheters x 2 were damaged during insertion and it was suspected there may be retained fragments. Post-operative imaging was ordered for investigation; 2 spinal levels of plastic tube left in patient.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the complaint was confirmed, the return product was torn from the tip where the perforations are located. The silicone catheter was stretched and most likely sheared by the beveled needle used to facilitate the insertion. There were previous incidents reported where the catheter sheared and a portion remained in the patient, capa005401 was generated to investigate. Findings are below: evaluation of the complaint description and product tested performed found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the tuohy needle cutting through the lumbar catheter. The instructions for use (sd205456001 rev. Ac) contains several warnings to help prevent this from occurring in the field: page (5) five warning states: "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously". Page (5) five under precautions states: "silicone rubber tears and cuts easily. Use rubber shod forceps when handling the catheter". Page seven (7) warns: "warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously". Also, page seven (7) below step 7 list three caution statements: "caution: silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters". "Caution: hold the catheter securely at the exit site during needle and guide wire removal to prevent catheter dislodgement". "Caution: follow these points to aid needle and guide wire removal and_ to prevent damaging the catheter". Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Failure mode: confirmed / catheter tip sheared during use.

Event description:
Part nt821707, drainage kit, lumbar - spinal catheters x 2 were damaged during insertion and it was suspected there may be retained fragments. Post-operative imaging was ordered for investigation; 2 spinal levels of plastic tube left in patient.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Reports mw5148355 and mw5148356 were received through the medwatch program. Per information found on the forms: "spinal catheters x 2 were damaged during insertion and it was suspected there may be retained fragments. Post-operative imaging was ordered for investigation; 2 spinal levels of plastic tube left in patient. The customer has been contacted and asked to confirm information on the part, and if the affected part will be returned for evaluation. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per hazard ID 1.5 in doc-049039 natus external drainage lumbar catheters risk analysis spreadsheet. Risk is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821707, drainage kit, lumbar - spinal catheters x 2 were damaged during insertion and it was suspected there may be retained fragments. Post-operative imaging was ordered for investigation; 2 spinal levels of plastic tube left in patient.